Manufacturer narrative:
Investigation summary: bd received four (4) samples and one (1) photo for investigation. The photo was reviewed and shows two (2) stoppers missing from inside each shield/cap and one (1) stopper present inside a shield/cap. Additionally, the customer samples along with twenty (20) retention samples from bd inventory, were evaluated by functional testing and the issue of stopper pop off was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality notifications. This complaint has been confirmed for the indicated failure mode of stopper pop off based on the provided photo. Is it recommended to follow the instructions for use (IFU) for this product to remove the bd hemogard¿ closure. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® serum blood collection tubes the stopper popped off. This event occurred 50 times. The following information was provided by the initial reporter. The customer stated: "before use, the tube was found to have a stopper pullout issue."